Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported constant downstream occlusion alarm which was not reproduced. Downstream occlusion alarms were confirmed through a review of the event history log. Evaluation found the downstream tubing guide depth being out of specification. The device was calibrated to ensure proper occlusion detection.

Event description:
It was reported that a spectrum pump had low downstream occlusion pressure during preventive maintenance testing. It was also reported there was no patient involvement.